Event description:
New information received notes that the device was reprogrammed. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple rv lead noise episodes were observed on stored electrograms (egms). The lead will continue to be monitored. The patient was stable.